Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found that the device was in backup vvi mode. Information from the field indicates the device went into backup mode due to not being configured to MRI mode when exposed to MRI. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the backup operation is consistent with MRI exposure without being configured to MRI settings.

Event description:
New information received indicates that the device was still in backup mode. The device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was found in backup mode with disabled high voltage therapy. It was noted that the patient had a magnetic resonance image (MRI) without programming the device into MRI mode. The device was unable to be restored from backup mode. The patient was in stable condition.